Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the guide wire coating detached. Resistance was encountered advancing another manufacturers stent graft over the amplatz guide wire. The stent graft was removed. A 5fr angiography catheter was advanced and the amplatz guide wire was removed to exchange for another guide wire. The physician noticed that the coating of the guide wire was missing and "pulled off". The physician suspected this was the cause of the resistance that was encountered. It is unknown if any coating remains in the pt. The procedure was successfully completed with another amplatz guide wire. No pt complications were reported. Pt status is reported as "good".